Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "faulty connector, loss of signal. On/off button out of service" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: receptacle unit is loosened, noise occurs and no image is displayed, damage on front panel and the power cannot be turned on. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had faulty connector, loss of signal. On/off button out of service. The event occurred during set up in room / before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.